Event description:
The dpu did not appear complete so the physician couldn¿t connect the dpu to the connecting cable. The physician put the coil into the aneurysm without difficulty, but when the physician decided to detach the coil, he was unable to connect the dpu with the cable. He retrieved the coil from the aneurysm with success and used another coil.

Manufacturer narrative:
(B)(6). Complaint conclusion: the most likely root cause of the device positioning unit¿s (dpu) failure to connect into the enpower control cable (ecb) was due to the misalignment of the dpu¿s electrical connector¿s posts and the missing lead-in chamfer located at the inside diameter of both electrical posts. It was also found that insufficient adhesive caused the pins to retract to the floor of the cavity. An internal investigation was issued to address this complaint. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.